Manufacturer narrative:
Per the t:slim x2 user guide, ¿for children (ages 6¿17) both sites on the belly and upper buttocks are approved for sensor insertion.¿ per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. No additional patient information was available. Reportedly, the transmitter was being worn on the customer's arm, and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed.